Manufacturer narrative:
Revision surgery is planned to exchange the patella implant with a thicker implant. The surgeon plans to exchange the poly inserts during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned to exchange the patella implant with a thicker implant. The surgeon plans to exchange the poly inserts during the procedure.